Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. Patient stated getting a mastectomy and the garment is agitating the scar, pulling it open. There was no alleged device malfunction contributing to the irritation. Patient reported that a home health aid comes to the home now to dress the open wound. Patient also reports the wound was treated while she was in the hospital. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.